Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained dilaudid at an unknown concentration and dose. It was reported the patient said the pump helped with her pain. The pump reduced her pain from a 10 to a 6. The patient said the pump went dry 3 years ago, and it had been alarming for 3 years. The patient was not using the pump at that time because she didn¿t have a physician to fill the pump. Sometimes the pump alarms and sometimes it did not. The patient said that people around her can hear the alarm. The pump sometimes would get stuck and it alarmed non-stop for 10 to 15 minutes. The patient said the pump was empty at that time because she did not have a health care provider (hcp) that took her insurance. The patient provided the physician on her card. The patient had (B)(6) only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.